Manufacturer narrative:
Standard disclaimer one file.

Event description:
Type ii diabetic male reports treatment with pain medication and muscle relaxers for chest pains associated with elevated glucose levels. Device value prior to event was 110 mg/dl. During event, lab value was 270 mg/dl. Diabetic uses a sliding scale to adjust insulin dosage based on device aesults. Diabetic reports test strips provide a higher result when read visually than when used in monitor.